Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant procedure. The old aus was previously removed due to unspecified reason. A new aus was implanted. No patient complications were reported in relation to this event.